Event description:
Reporter stated that 2 patient capillary samples were tested, using the suspect product, with results of 5.4 inr and 5.4 inr. Additional samples (type not provided) immediately obtained from both patients reportedly measured 2.9 inr and 3.8 inr, respectively, on a laboratory instrument. Patients were not treated based on the values obtained on the suspect product. Reporter noted that liquid quality control testing had recently been performed on the suspect product and the results were within the acceptable ranges. Technical support requested the return of the suspect product and replacement product was shipped.

Event description:
Reporter stated that 2 patient capillary samples were tested, using the suspect product, with results of 5.4 inr and 5.4 inr. Additional samples (type not provided) immediately obtained from both patients reportedly measured 2.9 inr and 3.8 inr, respectively, on a laboratory instrument. Patients were not treated based on the values obtained on the suspect product. Reporter noted that liquid quality control testing had recently been performed on the suspect product and the results were within the acceptable ranges. Technical support requested the return of the suspect product and replacement product was shipped.